Event description:
During eval of a returned homechoice automated peritoneal dialysis (apd) cycler, a possible overfill situation was identified which occurred in 2008 during drain cycle 1. The pt's ultrafiltration reading was 691mls indicating the pt drained 691mls more than their programmed fill volume of 2000mls. This info gives a total drain volume of 2691mls (2000mls+691mls). F/u with the dialysis center nurse (rn) revealed the pt had reported abdominal fullness to her; however, no add'l details could be obtained. There was no pt injury or medical intervention as a result of this incident. According to the rn, the pt is doing fine and continues to use the homechoice cycler for apd therapy without any further problems.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill incident. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain / user error, caused by the initial drain alarm setpoint being inappropriately programmed too low (0mls). The device will be routed to the service area. The device eval results were reviewed with the rn. The rn agrees with baxter eval results and indicates that the pt's initial drain alarm setpoint should not have been programmed at 0mls. As a result of this incident, the rn will review the initial drain alarm setpoint on the pt's current apd cycler and ensure it is programmed appropriately.